Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. Reportedly a new cartridge was loaded, and insulin delivery was resumed. It was also reported that an occlusion alarm occurred. The customer¿s blood glucose (bg) level was 600 mg/dl with high ketones, which were identified as dangerous by a healthcare professional. Customer attempted to address their bg with supply change, a correction bolus via pump and a manual injection. The customer went to the emergency room on (B)(6) 2023 and was subsequently admitted to the intensive care unit (ICU) with a bg level of 1000 mg/dl. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.